Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade broke and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with the broken blade issue that was described by the customer.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece measuring approximately 0.461" x 0.085" in size was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was confirmed that all fragments were received. There was no additional surgical procedure required to remove the fragment. The instrument in use for 5 minutes prior to the issue and it was inspected also with no abnormalities. Tissue separation was being performed when the device fragment fell inside the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Upon final removal of the instrument, the surgical staff did not feel any resistance through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. Also, the surgical staff did not notice any other damage to the instrument after the event occurred.

Event description:
Refer to h10/h11 for follow-up information.